Manufacturer narrative:
The employee sought medical attention in the emergency room, where she was diagnosed with a migraine headache and vomiting by the attending physician. She was administered and an injection of chlorpromazine and one other drug, for which she cannot recall the name; she was advised to take advil, as needed. To date, she is doing fine; her symptoms subsided after she discontinued using cavicide. A DHR review revealed that the product was released within specifications and acceptable parameters. An evaluation was performed on the returned product and all of the results were within specification. In addition, no other complaints were received with regard to this lot.

Event description:
A complainant alleged that she experienced symtpoms of migraine headache, nausea, vomiting, shortness of breath, and upset stomach, after using cavicide. The complainant sought medical attention in the emergency room due to these symptoms.